Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor was ripped off when replace. Blood glucose was 377 mg/dl. Advised the pump will need to be replaced. The sensor will not be returned for analysis.